Event description:
During a patient's emergency room visit for seizures and status epilepticus, it was noted that when the vns magnet was swiped, the patient's heart rate would decrease from 70 bpm to 32-35 approximately 10-15 seconds after a magnet swipe. The heart rate decreases were also accompanied by shortness of breath. The reporter noted that the vns was working to stop his seizures. Follow-up with the treating physician indicated that the patient's heart rate changed from approximately 80 bpm to 1 bpm, as caught on a cardiac monitor. Dilantin was being administered via IV when the bradycardia occurred, but the physician reported that the patient did not demonstrate any other symptoms or experience any traumatic events prior to the arrhythmia. The patient did not have a previous history of arrhythmia. The physician believed that the bradycardia was related to vns stimulation and exacerbated by magnet swipes. No additional relevant information has been received to date.